Event description:
Per the physician, the migration of the device was due to weight loss and device only having one location for securing the suture. The extra sutures placed on the patient's replacement device was to prevent reoccurring flipping of device. No additional relevant information has been received to date.

Event description:
Clinical notes were received regarding the patient's referral for replacement due to low battery and was not able to be interrogated at the clinic visit due to the battery being depleted. A blc estimated 0 years to neos=yes and supports the attribution. Confirmation was received that the battery was replaced but discarded post-surgery. Additional information was received from the patient that their device had migrated due to the patient's weight change, therefore during the replacement surgery, the new generator had to have extra sutures added to secure it in place. No additional relevant information has been received to date.